Event description:
Rptr called as caregiver (non-hcp) to report results of blood glucose tests on a new pt. Rptr stated that reporter's back to back readings were 340, 489, and more than 300 mg/dl. 30 minutes later a retest result was 390. No symptoms were reported. A control test was not done due to lack of supplies. Rptr stated that reporter's test strips had been in storage, subjected to hot weather. On follow up, rptr stated that a later control test was in range. Using a new meter, blood glucose is still elevated, and rptr was contacting the dr. No harm alleged.